Manufacturer narrative:
H10: b5 - the customer replaced the da (data acquisition) pcba (printed circuit board assembly) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: box a - patient information update.

Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure sensor auto zero failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer for troubleshooting. Per manual, if error 110a or 110b was in the event log, then the customer should verify the pin alignment with between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid 3 and 4, or replace the da pcba. The customer stated they would inspect the unit and call back if further assistance was needed.